Event description:
Information was received that a smiths medical endotracheal tube was not holding pressure in the cuff. A leak was noted. Endotracheal tube was then replaced. No patient injury resulted.

Manufacturer narrative:
One tracheostomy was returned in used condition for evaluation. Upon visual inspection, no discrepancies were found. The device underwent functional testing by inflating the cuff using a syringe. Leakage was observed coming from the seal of the cuff as a result. The customer's reported complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.